Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the electrograms it was noted that the right ventricular lead exhibited an episode of a false high ventricular rate due to lead noise. No intervention was performed. No further information was available.